Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that during a stroke procedure, the subject catheter broke from the proximal hub area while being advanced into the common carotid artery inside the patient's anatomy. The physician retrieved the broken catheter and used a different catheter to complete the procedure successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device was not returned. Therefore, visual and functional analysis were not performed. The lot number is unknown. However, due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as analysed event. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable was assigned.

Event description:
It was reported that during a stroke procedure, the subject catheter broke from the proximal hub area while being advanced into the common carotid artery inside the patient's anatomy. The physician retrieved the broken catheter and used a different catheter to complete the procedure successfully. There were no reported clinical consequences to the patient.